Event description:
Literature was reviewed regarding an 82-year-old male patient who was admitted following a sudden cardiac arrest which required cardiopulmonary resuscitation and two external defibrillation shocks. During hospitalization, testing revealed severe aortic stenosis with a mean gradient of 89 mmhg and a suspected urothelial malignant tumor. The medical team agreed to prioritize treatment of the v alvulopathy before completing the evaluation of the suspected bladder malignancy. Subsequently, the patient underwent successful implant of a medtronic 29 mm evolut pro+ bioprosthetic valve in the aortic position. Post-implant echocardiogram showed normal prosthetic valve function with preserved left ventricular ejection fraction (lvef) and a non-dilated right ventricle (rv). Four days after transcatheter aortic valve implantation (tavi) the patient experienced sudden hypotension and oxygen desaturation. Echocardiography revealed new-onset right bundle branch block with a dilated rv with pressure overload. A thoracic computed tomography (CT) angiography ruled out suspected pulmonary thromboembolism, and an echocardiogram showed normal lvef which ruled out a delayed coronary obstruction. Despite inotropic support, the patient¿s clinical condition deteriorated with persistent signs of shock followed by a cardiorespiratory arrest secondary to electromechanical dissociation. The patient did not respond to advanced life support measures which resulted in death. Given the absence of a clear cause for the acute rv dysfunction, a clinical autopsy was requested. Post-mortem findings from the clinical autopsy showed a normally positioned tavi valve with patent coronary arteries. Additionally, an invasive urothelial carcinoma was diagnosed with tumor-associated microangiopathic thrombosis in the pulmonary and hepatic vasculature. The cause of death was attributed to microangiopathic involvement, leading to obstructive shock due to acute rv pressure overload. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: garcía-hernando et al. Pulmonary tumour thrombotic microangiopathy: case report of a rare cause of right ventricular acute pressure overload. Eur heart j case rep. 2025 oct 8;9(10):ytaf514. Doi: 10.1093/ehjcr/ytaf514. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.